Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found cracked housing. There was no evidence in the event history log. Functional testing was unable to verify an unknown issue; however, the device exhibited an alarm. It was determined that the faulty dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was sent in for an unknown issue. There was unknown patient involvement.